Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_transmitter to mmt-7841zn as per new additional information and updated in section d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the 780g pump, sensor glucose was not available and the customer was not able to get the sensor connected due to the needle bending during insertion and was delivering large amounts of insulin. The customer reported blood glucose value of 181 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit and IV insulin drip (intravenous insulin infusion). Troubleshooting was identified. The event involved product(s) unk_transmitter. No further patient complications were reported. No product return is required for unk_transmitter.

Event description:
Customer reported having a low blood glucose on (B)(6) 2024 at 3:30pm. Paramedics were called and they gave him water and sugar intravenously. Customer said he was not able to get the sensor connected to him due to the needle bending during insertion, so he was delivering large amounts of insulin (too much insulin) manually through the pump. Customer¿s blood glucose was not 181mg/dl (customer said 181 over 100 ¿ which would be customer¿s blood pressure). Customer did not have a high but had a low. There was no communication issue between the pump and the transmitter. Customer was talking about not being able to insert the sensor due to sensor needle bending during insertion. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smart guard was not used. Transmitter is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.